Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator, that the pt expired shortly after a device exchange operation, possibly from a tear in the outflow graft. (Reference manufacturer medwatch report #2916596-2008-00061).

Manufacturer narrative:
The explanted device will not be returning to the manufacturer for evaluation. A review of the device history record revealed the device met all applicable specifications. Based on information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of the reported tear in the outflow graft. No further information is available at this time. The manufacturer is closing its file on this event.